Event description:
During advancement of the 18fr sheath up the right femoral artery to the native aortic bifurcation resistance was felt. The 18fr sheath was withdrawn and a 12fr sheath was used on the right side to create a pathway. The 12fr sheath entered uneventfully and completely to the level of the l2. This process was repeated with a 16fr sheath with the same result. The 18fr sheath was then reintroduced and advanced to approximately the level of the l3 before meeting resistance again. The decision was made to withdraw the sheath and resume dilation. Upon withdrawl of the sheath, a bleed out in the groin from dissection of the external iliac was discovered. A 25mm tamponade balloon was inserted on the left side and inflated at the bifurcation to occlude the bleeding. Patient was converted to an open surgical procedure for repair of the iliac dissection and abdominal aortic aneurysm utilizing an aorta bifemoral graft. During the surgical procedure the patient required 32 units of blood. At last report patient was stable and recovering well. Physician stated that he did not feel this event was device-related.